Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had an arcuate incision full thickness cut. Doctor is changing the arcuate incision (ai) thickness to 70% with 30% uncut. It was reported that there was surgery intervention however, no details were provided. No additional information was provided.

Manufacturer narrative:
Correction: section h6 health effect - impact code 4624: in the initial report it was forgotten to add code of surgical intervention. Additional information: section h3 device evaluated by manufacturer: yes. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.